Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An etlw1616c124ee stent graft was implanted during the endovascular treatment of a 41.2mm aaa. It was noted that the patient had a common iliac arteriovenous fistula. It was reported that during the index procedure after completing the routine procedural steps and deploying an aortic main body stent graft, a severe endoleak was observed. Following balloon dilation and angiography within the stent graft, a type iiib endoleak was identified at the iliac limb. Ultimately, an additional stent graft was deployed at the site of the leak to seal the defect and exclude the endoleak, and the endoleak resolved per the physician the cause of the event was a product issue due to a fabric tear. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion the reported endoleak is confirmed on the films provided; however, the exact type and cause of the endoleak could not be determined. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. Although it could not be fully reviewed, there appeared to be adequate distal seal to eliminate the presence of a distal type ib endoleak. There was also no obvious evidence of a type ii endoleak feeding into the aneurysm. A type IV endoleak due to fabric porosity cannot be ruled out. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to a type IV endoleak. However, the presence of heavy calcification in the area of the endoleak rause suspicion of this being a type iiib endoleak also. Fabric wear due to external abrasion from this aortic calcification is a likely root cause(s). It is also possible that a simultaneous type IV and type iiib endoleak existed in the patient. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.